Event description:
A tandem mobi cartridge alarm was reported by the caller, who experienced cartridge alarm 35, though it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump as it was under warranty and confirmed its shipping address. They instructed the caller on how to put the pump into storage mode and the steps to follow upon receiving the replacement pump. The existing pump was to be returned using a pre-paid label within ten days, and the caller acknowledged and understood these instructions.